Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event ((B)(4)).

Event description:
It was reported that patient underwent a slap tear procedure on august 8, 2015. During the procedure the suture broke while tying knots for both 1.4 juggerknot anchors. Fixation was not possible, the sutures were cut and removed and the anchors remained in the patient. The procedure was completed by drilling new holes and using additional 1.4 juggerknots.